Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During device preparation, while flushing the steerable guide catheter (sgc) there was a leak on the one-way valve at the tail end of the sgc which allowed for uncontrolled air intake. Troubleshooting was preformed unsuccessfully and a replacement sgc was selected. The procedure was performed successfully, and the mr was educed to grade <1. There were no adverse patient effects or clinically significant delays reported.